Event description:
Five months after implantation of a taxus express2 2.5x20mm drug eluting stent, an in-stent stenosis occurred. The target lesions were located in the proximal right coronary artery (rca) with a stenosis of 80-90% and the proximal left anterior descending (lad) artery with a stenosis of 90-95%. No information was reported on the calcification or tortuosity of the treated vessels. Percentage of stenosis after deployment of a 2.5 x20mm taxus stent in the rca and a 3.0x12mm taxus stent in the lad artery was not reported. The pt received angiomax during the procedure and plavix after the procedure. Deployment of the two taxus stents was completed with no complications reported. The pt presented 5 months later with in-stent restenosis in the distal half of the 2.5x20mm taxus stent located in the rca. No information was reported on the percentage stenosis. A 2.5x12 taxus stent was deployed in the stenotic region of the rca. Post intervention stenosis percentage in the rca was not reported. Pt was reported to have tolerated the procedure without complications.